Event description:
It was reported that the guidewire was stretched and detached. A 200 cm x 10 cm fathom-14 was selected for a procedure. During use, however, the wire stretched and seemed to fall apart while attempting to direct it inside the patient. The wire was able to be removed, and an alternate method was used to complete the procedure. The procedure had been completed successfully. There were no patient complications reported.

Manufacturer narrative:
Device evaluation by manufacturer: the guidewire was returned, and it was observed that it was bent, stretched and detached at distal tip. Based on the evidence, the as reported codes guidewire detachment of device or device component and distal tip stretched can be confirmed, since the detached and stretched found during the product inspection could have contributed to the reported issue.

Event description:
It was reported that the guidewire was stretched and detached. A 200 cm x 10 cm fathom-14 was selected for a procedure. During use, however, the wire stretched and seemed to fall apart while attempting to direct it inside the patient. The wire was able to be removed, and an alternate method was used to complete the procedure. The procedure had been completed successfully. There were no patient complications reported.